Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the exact origin of the pain is unk. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were reviewed, but did not reveal any potential root causes for the pain. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The pt was reported as being morbidly obese which could affect the performance of the device. Other pt factors that may affect the performance of the components such as age, bone quality, activity level, type of activity (low impact vs high impact) are unk. There is insufficient info to perform a possible cause analysis. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that pt is experiencing pain following right total hip arthroplasty.